Event description:
A patient reported experiencing discomfort with their evoke spinal cord stimulation (scs) system, closed loop stimulator (cls) pocket site. A pocket revision was performed to resolve the reported pain. Post procedure, the patient was reported to be receiving adequate therapy and reported discomfort was resolved.